Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6. The recipient's device will reportedly not be explanted at this time. The recipient will be managed per center protocol. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Advanced bionics was notified that the recipient has refused consent to analyze the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Advanced bionics received consent to analyze the device on december 2, 2022. The device passed the external visual inspection. Photographic imaging inspection revealed an electrode was broken within the electrode pocket. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device will reportedly not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.  This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's non-auditory sensations were reportedly due to the pressure pain from the externals. External equipment was exchanged and the issue resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance and non-auditory sensations with device use. Programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.